Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several episodes of ventricular fibrillation were noted due to noise on the right ventricular lead. No inappropriate therapy was delivered. The device was reprogrammed to resolve the event and the patient was in stable condition.